Event description:
Info received indicates that the air system is not working on the bed due to a damaged left coiled cable with exposed wiring shorting the power supply board.

Manufacturer narrative:
The technician replaced the coiled cable and the power supply circuit board to repair the bed.